Event description:
It was reported the customer had a high and low blood glucose event. The customer reported having high blood glucose that declined to 27 mg/dl. Customer also stated the cause of their extreme high and low blood glucose was due to the reservoir being stuck, preventing insulin from being delivered. The customer also reported they did not receive any alarms or alert. Customer also reported a high blood glucose incident where their blood glucose rose to 500 mg/dl. The customer also stated the fire department had to intervene by giving them an IV to bring their blood glucose up. Customer stated replacing the reservoir enabled insulin to be delivered. The customer also believed their low blood glucose may have been due to over treating with the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).